Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in house testing of a retained reagent kit lot 80008ud00. Review of tracking and trending for the alinity c creatinine2 reagent did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 80008ud00. A review in the corrective and preventive actions (CAPA) system did not identify any nonconformances, potential nonconformance or deviations associated with the complaint assay. In-house specificity testing of a retained kit of lot 80008ud00 was completed. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and was found to address the customer reported issue. Based on our investigation, no systemic issue or deficiency with the alinity c creatinine2 reagent for lot 80008ud00 was identified.

Event description:
The customer observed falsely elevated alinity c creatinine results for a 50-year-old female patient. The following data was provided (reference range 0.5 - 1.1 mg/dl): sid (B)(6) initial alinity c creatinine result was 4.52 mg/dl (15jan2026). This result was questioned by the attending physician. The same sample was measured again on 20jan2026: (B)(6): 0.73 mg/dl. (B)(6): 0.78 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c creatinine results for a 50-year-old female patient. The following data was provided (reference range 0.5 - 1.1 mg/dl): sid (B)(6) initial alinity c creatinine result was 4.52 mg/dl ((B)(6) 2026). This result was questioned by the attending physician. The same sample was measured again on (B)(6) 2026: (B)(6): 0.73 mg/dl, (B)(6): 0.78 mg/dl. No impact to patient management was reported.